Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 7.5 years post implantation due to loosening of the custom triflange component. A revision shell with augments was placed with a dual mobility system. No further information has been provided. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided picture identified the explanted triflange with impingement marks on the inner surfaces of the triflange that were previously reported in operation notes from 24 mar 2017. There is some wear around the top surface of the screw holes. There is biodebris noted on the outer surface. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided for the current event. Medical timeline was created; the patient was revised due to loosening of the custom triflange component. A revision shell with augments was placed with a dual mobility system. Contributing factors rheumatoid arthritis. No further information has been provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.